Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s parent, on 06/05/2026, the cgm reading was 3.8 mmol/l and when a fingerstick was taken the blood glucose reading was high. The patient was unable to recall the specific bg value and no symptoms were reported. On (B)(6) 2026, the reporter took the patient to the hospital. The reporter did not provide any additional values but stated that the patient had experienced diabetic ketoacidosis. The patient was treated with intravenous saline, potassium, glycose and insulin. At the time of the report, which was 2 days after the patient was brought to the hospital, the patient was still admitted. The patient was feeling fine and recovering. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.